Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced on 4/15/2015. The patient did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).